Event description:
Affiliate reports that in february the patient showed symptoms of over drainage. The surgeon assumed a valve malfunctioned, because the valve adjusted either by itself or by the patient. Although her head is protected with a helmet. The surgeon decided to explant the valve and replace it by a non-programmable valve.